Manufacturer narrative:
The product was returned for evaluation. The balloon was confirmed to be ruptured. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. As stated in the IFU, complications may occur during the use of embolectomy catheters. These may include intimal disruption, vessel wall perforation, balloon rupture with fragmentation, tip separation, local or systemic infection, arterial thrombosis, local hematomas, air embolus, rupture of an aneurysm, arterial spasm, distal embolus of blood clots or arteriosclerotic plaque, arterial dissection, and hemorrhage. Arterial rupture or balloon failure due to sharp calcified plaque may occur. The possibility of balloon rupture must be taken into account when considering the risks involved in the catherization procedure.

Event description:
This catheter was used to remove a blood clots near the shunt area. The balloon was ruptured while collecting a blood clots from the target lesion. The operation was successfully completed using another catheter. No injury was reported to the patient.